Event description:
Twenty (20) days after the index procedure, the pt returned to the hospital with unstable angina (ua). The pt was reported to have been complaint with their antiplatelet therapy after the index procedure. Coronary angiograph revealed the pt had an 80% in-stent restenotic lesion at the overlap point of the two (2) previously implanted cypher stents. There was no thrombus reported to be present. The restenosis was reported to have been treated successfully with a cypher 2.5/8 mm stent. The residual stenosis after the procedure was reported to be 0%. The flow pre and post-procedure was timi 3. The pt's discarge diagnosis was unstalbe angina, and coronary restenosis. The pt's discharge medications were: aspirin, plavix, lipitor, ramipril, and nitroglycerin. The pt was admitted for the index procedure with acute coronary syndrome.